Event description:
I had a right shoulder replacement (B)(6) 2019 using the tornier aequalis ascend implant. My shoulder never felt right and had pain and numbness in my shoulder, arm and hand since the surgery. X-rays were done and the doctor wasn't able to see any issues. The pain kept getting worse until I needed surgery again to replace the implant. The implant only lasted 4 yrs. Apparently a part of the implant came loose and was jostled around in my shoulder causing more damage tearing my rotator cuff and separation of my shoulder. I had a reverse shoulder replacement done on (B)(6) 2024. The surgeon told me the piece that came apart was completely "chewed up", causing severe scar tissue along with the damage listed above. I had a left shoulder replacement done (B)(6) 2015 with no complications and no pain to this date.